Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope nozzle had a water draining problem at the tip. The device was returned for evaluation. During the device evaluation, a foreign object came out of the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation it was observed the issue was due to insufficient cleaning. In addition, other issues found included the nozzle clogged due to insufficient reprocessing, the angle wires became stretched, a crack of adhesive on the bending section cover, other failure mode, deterioration or damage of adhesive was due to chemical or physical stress, part of the insertion tube is caught and pinched-the insertion tube becomes deformed cause of handling issue, the resin area becomes detached due to humidity or deteriorated due to the cleaning, disinfecting, sterilizing method and or bending at a sharp angle, damage or deformation due to physical stress caused by handling and the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object caused by handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.